Event description:
It was reported that the customer was in a car accident. As a result of the accident, the insulin pump flew out of the window and was run over by another car. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.